Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue, and the malfunction code displayed was malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer declined the offer for an out-of-warranty loaner pump. The customer reverted to an alternate method of insulin therapy.